Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up the reporter informed; "the patient currently is recovering well under the routine postoperative regimen and there have not been any additional medical or surgical interventions."

Manufacturer narrative:
A product sample was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review and device history review could not be conducted. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated.(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported metallic fragments on the iris and on the intraocular lens at one day post operative from an eye surgery. At three day post op the surgeon spotted eight fragments. Additional information has been requested for this report.